Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
¿The customer reported that the camera will not connect to the 4k unit, resulting in no image during reprocessing involving an olympus autoclaveable camera head. There was no patient involvement..